Event description:
It was reported that "the bit broke at the craniotomy patient. The end distal was not found back." No patient impact reported. No additional information was available on follow-up.

Manufacturer narrative:
Report confirmed based on the information provided. No evaluation was performed as the device was not returned. If the device is returned in the future, product analysis may be performed. The manufacturing records were reviewed and no deviations were noted. This is the first complaint for this product/lot combination. No additional information was available on follow-up. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.